Manufacturer narrative:
The results of the investigation are unconfirmed since the device was not returned for analysis. Based on the information received, the cause of the reported incident remains unconfirmed.

Event description:
It was reported that the patient presented at the hospital for a device change out. It was noted during the pre-operative check that the right ventricular (rv) lead's capture threshold was high and pacing lead impedance had been trending high since (B)(6) 2021. A lead fracture was suspected. The rv lead was capped (B)(6) 2021 and replaced. The patient was stable.